Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller was calling in to get help turning stimulation off for an MRI. The caller discovered stimulation was already off when they went to turn it off. The caller was walked through how to turn it back on after the MRI. It was explained that the stimulation had been off, and the patient wasn¿t getting any therapy. The caller stated they didn¿t know that it was off, and they weren¿t getting therapy. No further complications were reported.